Manufacturer narrative:
The device is currently being returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 75) and restarted unexpectedly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by the resmed manufacturing facility located in (B)(6) and an extensive engineering investigation was performed. The investigation determined that the system fault 75 was due to a software fault occurring during a sudden loss of power. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).